Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a recurring audio loss and hardware low level failure. The customer¿s blood glucose during the incident was 23.1 mmol/l. Troubleshooting was not performed. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump alarmed pump error 63 alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.